Event description:
Oxygen concentrator made a loud pop then started to smoke. The fire dept was called and the equipment was disconnected and removed from the residence by the firemen. FDA safety report ID# (B)(4).